Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used. Prior to the start of the procedure, bad sealing of the primary foil / overwrap was noted. Another like device was used to complete the procedure with no adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
Representative samples were received for evaluation. Visual inspection revealed that the units were sealed on all sides. However, the peel flaps have varying degrees of melting which would affect opening of the overwrap units. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.